Event description:
An (B)(6) male underwent angioplasty of left sfa and popliteal arteries on (B)(6) 2012. The balloon ruptured on first inflation coinciding rupture of the vessel. Upon removing the balloon, the distal tip and 2 markers were left in the pt's vessel. The proximal marker was recovered in the long sheath and the remaining balloon went into collateral or outside the ruptured vessel. Stent placed in the sfa. Part of the device remained inside the pt. Attempted retrieval with snare unsuccessful. The pt did require additional procedures due to this occurrence. Attempted retrieval of left behind balloon fragments. The complaint did report adverse effects on the pt due to this occurrence. Rep cannot identify if ruptured vessel is due to ruptured balloon or the inflation, but pt left with balloon fragments.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.